Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: review of the black box data revealed records for 24 june 2016 ¿ 03 july 2016; the records for the date of the event had been overwritten due to continued pump use after the date of the complaint. There was no damage to the pump or the returned battery cap. Electrical currents were evaluated and determined to be within the required specifications. The pump was exercised for 24 hours without any power issues. There was no evidence of damage, defect or contamination of the pump¿s interior components.. Investigation did not confirm or duplicate the alleged battery life complaint and the pump was found to be operating as intended without malfunction. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.